Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited oversensing and was inappropriately detecting p waves rather than r waves. No intervention was performed. The patient was in a stable condition.